Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was not confirmed as not all components were returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that vessel puncture closure of the right common femoral artery was attempted using three proglide devices via a 6f sheath. Reportedly, "needles not deployed, (cuff miss)" occurred with all three proglide devices. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.